Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Initial reporter: (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue; the ok button is both over responsive and under responsive. This complaint is being reported because the issue can result in inadvertent or incorrect boluses which may result in over or under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/17/2017 with the following findings: on examination, the keypad cover was intact and without damage. On testing, the ok button demonstrated intermittent response issues. The keypad cover was removed revealing the ok button contact was damaged. Investigation duplicated the complaint. Unrelated to the original complaint, the display screen was noted to be dim/faded/discolored.